Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 438 mg/dl with large ketones in the morning. The customer delivered a bolus and used manual injections to address bg level. System check with tandem technical support indicated that the pump was performing as intended; however, it was noted that the current cartridge was filled with 2 different insulin-brands mixed in the cartridge. The contact indicated that the cartridge and infusion set would be changed. During a follow-up call, the customer indicated a correction was delivered and bg level went down to 258 mg/dl; however, a few hours later bg elevated back up to 400 mg/dl. The contact indicated bg level would continue to be monitored, and was advised to consult with health care provider (hcp) regarding diabetes management. The customer confirmed hcp would be consulted and decline further troubleshooting from tandem technical support.